Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant op report and implant tracking log only. It is alleged in the patient's legal claim, that the patient experienced pain, infection, urinary problems and organ perforation. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with urinary stress incontinence and underwent a laparoscopic burch cystourethropexy with implant of a davol flat mesh. The attorney's legal claim alleges the patient experienced pain, infection, urinary problems and organ perforation.